Event description:
After two attempts the MFR was unable to satisfactorily repair door hinge. Secondly, rptr wonders if there is a change in standards since 1999. In 1999 the MFR said they had to have the whole unit to certify a repair, by law, however this year a repair of door hinge was not done that same way. Thirdly rptr wonders if there should be a recall since MFR has changed the design of how door latches and locks. This is critical on a device that is pressurized. Rptr has been trying to contact the owner of co or a higher up, in order to discuss these issues with them but they are always in meetings. Rptr can only speak with the repairman. Rptr's main concern is that if it is a law that the entire unit be sent in for repair why wasn't that done this second repair.